Manufacturer narrative:
(B)(6) the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced weakness and fatigue for 24 hours. The patient had intermittent shortness of breath, light headedness, and one melanotic stool. Upon admission, the patient's hemoglobin (hbg) level was 6.2 and inr of 3.2. The patient was given blood transfusion. A small bowel enteroscopy was performed showing fresh blood in proximal jejunum without an obvious source. The patient was given 2 more units of packed red blood cells (prbc). A small bowel enteroscopy was performed again showing no further bleeding. The patient was given octreotide tid. The bleeding stopped and the patient was discharged home without coumadin.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.